Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having low power was not confirmed. However, during the pre-test, it was determined that the device ran in safety. A visual and functional assessment was performed which found that the device ran in safety (power broken). It was determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position ( user error). It was further determined that the pawl release teeth was worn. It was further determined that the issue was due to pressing down on the disconnect sleeve while the device was in use. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that two motor devices had low power. During in-house engineering evaluation, it was observed that one of the motor devices ran in safety (power broken). It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.